Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a flap thickness issue in the right eye post laser treatment. Striae was noted at the one day post operative visit and was "fixed" at the slit lamp. The patient was seen at a later post operative visit and the striae had resolved but noted a slight overcorrection. An enhancement will be performed at a later date. No additional information available.